Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, a cracked display window and a cracked case near display window corners were noted during a visual inspection. All buttons functioned properly. No button error alarms were noted. However, corroded keypad traces were noted.

Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. The blood glucose reading was 272 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.